Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history log confirms that the pump alarmed multiple times for an upstream occlusion. The device eval was unable to reproduce a constant upstream occlusion alarm, however, the upper ultrasonic sensor reading was observed to be below spec. A low reading may allow the pump to be more sensitive to air and upstream occlusion alarms. Add'l engineering eval found evidence of fluid intrusion in the area of the upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that during a preventive maintenance flow rate accuracy test, a pump would alarm constantly for an upstream occlusion. The customer stated that the pump was delivering water at room temperature and there was no pt involvement.